Event description:
The customer stated that he was treated by the paramedics due to low blood glucose levels. The customer's blood glucose reading was 19 mg/dl and he was unconscious when the paramedics arrived. The customer also reported button error alarms prior to the event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.